Event description:
As reported by the exactech clinical hip study, approximately 2 years post the initial left total hip arthroplasty, the patient reported they fell and split their legs. They have groin discomfort and difficulty elevating their left leg. An MRI was performed and revealed a signal along the iliopsoas; significant iliopsoas tendonopathy versus a partial thickness tear. An iliopsoas injection was recommended. The outcome is considered to be continuing.

Manufacturer narrative:
D10: 01-030-01-0756 - alt cup clstr g7 sz 56: (B)(6). 01-030-40-0736 - alt xle lnr ntrl g7 36: (B)(6). 160-01-15 - pf stem tapered plasma ext offset sz 15: (B)(6). 170-36-00 - biolox delta femoral head 36mm od, +0mm: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: g.